Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the buttons on the pump require several presses. It was reported that the pump is not exposed to water, the keypad is intact and no known trauma to the pump.